Event description:
Reporter indicated a vns pt's generator was turned off without explanation. The physician turned on the device. After leaving the office, the pt's mother reported site did not believe the generator was on. The pt was advised to consult the treating physician. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.